Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: feb 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut into three pieces, which is consistent with a lens that was handled during explant. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye due to halos and glare from night driving and as the patient experienced visual disturbance. There was no medical or surgical intervention required. It was indicated that the daily activities of the patient were not significantly affected, and the patient has fully recovered. The pre-operation visual acuity was 20/20- and that post-implantation with the lens was 20/40-. Another lens of different model (dcb00) and higher diopter (21.5d) was used as the replacement and the visual acuity after this exchange was 20/60+2. No further information was provided.